Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen; blood glucose was not impacted and a replacement device was shipped. Symptoms included no reported adverse health effects. Outcomes included the user¿s continuation of therapy without interruption and the arrangement for return of the original device. Investigation included review of the reported damage and logistical verification of replacement and return processes. Investigation of this device revealed physical damage to the touchscreen consistent with external impact to the device enclosure, with no functional effect on glucose management. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.